Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information provided: around 1,5 months ago -at the first operation- the patient had a small irritation with the product but he didn't pay attention to it. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? Yes, was device explanted? False, did patient require revision surgery? False, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Prescription, patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Inflammation, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: antibiotics, is the patient part of a clinical study: unknown, additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Name of surgery? What was the procedure date? What date /day post op was the reaction noted? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an orthopedic procedure, implants removal from the forearm, on an unknown date in 2024 and topical skin adhesive was used. Procedure to remove the implants and there was a derma reaction, inflammation, that the had to handle with prescription of antibiotics. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Lot tmbhzi is not valid. Please verify the lot with the customer. Unfortunately, the customer is not able to find the requested file. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Additional information has been requested and received. Name of surgery? Removal of the implants from the left arm what was the procedure date? The initial operation was at (B)(6) 2024 and the reoperation performed after 1 and a half month. What date /day post op was the reaction noted? Unknown ( but the reaction happened while the prineo was on the skin- meaning less than 15 days). Was any surgical intervention performed? He prescribed to him only antibiotics ( no other actions) were any cultures taken? Results? No. Please describe how was the adhesive was applied. As appropriate by our smpc ( the specific surgeon is using prineo more than two years with no previous issues) I even made a couple of questions to him about the application prior the ticket and he was correct. What prep was used prior to, during or after adhesive use? Only what our smpc requires was a dressing placed over the incision? If so, what type of cover dressing used? Yes ( I don¿t know the type, but it was the same that they are using the last years) is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown patient demographics: initials / ID, gender, age or date of birth; bmi male, around 15 years old, unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? He was exposed 1,5 month prior the procedure to our product once more ( opened another ticket) current patient status. He is fine. Name of surgeon? (B)(6) . What is the physician¿s opinion as to the etiology of or contributing factors to this event? He believes that the glue might be problematic as he and his colleague ( ortho surgeon as well from the same team) had similar cases within the same time of period by using prineo ( opened two other tickets ) is product available to return for analysis. No because the surgeon removed it prior reporting the issue to us. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected data: d4. Lot: unknown. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Lot tmbhzi is not valid. Please verify the lot with the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.